Event description:
It was reported that during the implant procedure, the physician was unable to advance the lead into the atrium from the left side. He gained access from the right side to the left which required a longer lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies were found.